Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture confirmed via mammogram and MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h.6.

Event description:
Device has been explanted.

Event description:
Physician reported left side rupture.the device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4). Covid-19 quality plan - complaint handling.